Manufacturer narrative:
Product analysis of 105-5056, lotno:b676858 ¿ damage location details: no damages were found with the marathon catheter hub. Onyx residue was found with the marathon catheter hub. The marathon catheter body was found wavy and ruptured at ~5.8cm from the catheter distal tip. The characteristic of the rupture is consistent with over-pressurization. The marathon catheter body was found bent at ~1.4cm from the distal tip. No damages were found with the marathon catheter distal tip. The marathon catheter distal tip lumen was found occluded with onyx. ¿ testing/analysis: the marathon catheter's total length was measured to be ~172.4cm (reference: 170.0cm), the usable length was measured to be ~166.2cm (specification: 165.0 ± 2.5cm), and the distal length was measured to be ~25.1cm (specification: 25.0cm +2.0cm / -1.0cm). ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿catheter rupture¿ report was confirmed as the returned marathon catheter was ruptured. In addition, the marathon catheter was found bent. The catheter can become bent during handling/use or upon return to medtronic for evaluation. Catheter rupture (due to over-pressurization) can occur during injection of onyx when the distal portion of the catheter is kinked, prolapsed, or occluded, injection against resistance (premature solidification), the injection rate is too high, use of palm pressure, or pauses for greater than 2 minutes during onyx injection (causing premature solidification). It was reported that thump pressure was used, ruling out the use of palm pressure as a potential cause. It is possible that the bend contributed to the catheter rupture; however, it is more likely that the pause of more than 2 minutes contributed to the rupture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that subsequent to onyx being seen exiting the guide catheter, liquid embolic from the guide catheter tip was seen entering the external carotid artery under fluoroscopy. Onyx injection was immediately ceased and microcatheter, balloon, and guide catheter were removed as one system from the animal. Per study protocol, the study director and veterinarian determined to terminate the animal post-procedure. The physician treatment notes are as follows: 1. Prepared hyperform 4x15mm balloon catheter and marathon 165cm microcatheter per associated IFU. 2. Navigated balloon and microcatheter through 7f guide catheter to the right ascending pharyngeal artery (apa) and positioned them according to the study protocol for the procedure. 3. Prepared and aspirated dmso and onyx test article into syringe as per the study protocol. 4. Injected dmso at a controlled rate and volume to purge the microcatheter dead space, following the procedural guidelines. 5. Injected onyx at a controlled rate per IFU until it was observed exiting the microcatheter, pausing the injection for no more than 2 minutes to allow for solidification. 6. Restarted the injection at a controlled rate as per the protocol. Multiple injection intervals were repeated with maximum 2-minute wait times in between each injection. 7. The injections began to build a plug at the base of the rete within the apa and around the guide catheter, and slight resistance was noted during this process. 8. Suspected occlusion of the rete was achieved based on the plug formation. The injection was stopped and waited 2 minutes to allow for onyx solidification. 9. Deflated the balloon and observed contrast flowing antegrade through the rete, indicating that the rete was not fully occluded. 10. Reinflated the balloon to obstruct flow from the apa. 11. Restarted onyx injection through the same microcatheter as an attempt to achieve more occlusion. Onyx was not seen exiting the m icrocatheter tip or flowing from the cast. After a few seconds, onyx was observed exiting the distal tip of the guide catheter proximal to the microcatheter distal tip which is indicative of microcatheter rupture. 12. Onyx from the guide catheter tip was seen to have traveled to an unintended location into the external carotid artery (eca). 13. Immediately stopped the injection to prevent further unintended delivery of onyx. 14. Slowly withdrew the microcatheter and balloon catheters into the guide catheter, and removed the catheters as a system through the short sheath. 15. The study director, veterinarian, and physician concluded that product placement and implantation did not comply with the study protocol. They decided to exclude the case per the conditions discussed in the study protocol and terminated the animal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a marathon catheter ruptured with onyx. Treatment of swine rete mirabile for of animal ID no: 424 conducted, onyx 12 brain avm glp protocol was performed with pre-commercial onyx 12 formulation (p/n 105-7100-040, l/n b612570). D uring treatment procedure, marathon microcatheter (p/n 105-5056v04, l/n b676858) was used to deliver onyx 12 to treatment location with hyperform balloon catheter (p/n 104-4415v21, l/n b684978) in placed to occlude flow from vessels feeding into the apa per protocol. After several injection intervals, onyx injection was paused for 2 minutes to allow for solidification. Balloon catheter was subsequently deflated and evaluation for occlusion of the rete from onyx injection was conducted and determined to not be fully occluded. As an attempt to achieve complete occlusion, the physician re-inflated the balloon and attempted to inject onyx through the same marathon microcatheter. During this injection attempt, onyx was seen exiting the guide catheter and proximal to the marathon microcatheter distal tip which is indicative of microcatheter rupture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.